Manufacturer narrative:
(B)(4). After additional review and completion of the investigation of the returned sample, it was determined by the investigator that the issue was detected prior to use; therefore, it is a non reportable event. The initial MDR, submitted on 04/13/2017, was submitted in error.

Event description:
The customer alleges that there is a defect with the device.

Manufacturer narrative:
(B)(4). Based on the initial evaluation/assessment of the returned sample it is noted that the peel-away sheath tabs broke off during use.

Event description:
The customer alleges that there is a defect with the device.